Manufacturer narrative:
Citation: 'tsuda et al. Delayed cardiac tamponade due to possible left atrial injury following self-expandable transcatheter aortic valve implantation'. Circ j. 2020 oct 15. Doi: 10.1253/circj.cj-20-0820. Online ahead of print. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided, and without this information, it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an (B)(6)-year-old female patient who underwent implant of a 26-mm medtronic evolut r bioprosthetic valve (no serial numbers provided) in the aortic position. During the procedure hemodynamics were stable. Post-implant transthoracic echocardiography (tte) showed no signs of pericardial effusion. At five hours post-implant, ¿hemodynamic collapse¿ occurred, where tte revealed pericardial effusion and cardiac tamponade. Pericardiocentesis was performed which resulted in immediate hemodynamic stabilization. Post-pericardiocentesis computed tomography (CT) showed no annular rupture or left ventricular perforation, but CT and transesophageal echocardiography (tee) demonstrated the left atrium anterior wall (laaw) was affected by calcification and swelling. The authors suspected the injury to the laaw was caused by projecting calcification that in turn resulted in the delayed cardiac tamponade. No additional adverse patient effects, or product performance issues were reported.